Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was "no light when attached to monitor, image though". There is no information that the event caused a harm or serious injury to patient, or user.

Manufacturer narrative:
Device evaluation: the technical examination confirmed the fault described by the customer "led not working". The cause of the poor light output of the led is normal wear and tear, as the product has never been sent in for maintenance or inspection. This event is filed under internal complaint ID (B)(4).